Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of both returned liners identified damage from attempted implantation. Liners exhibit damage to the same locations. Gouges were noted to the face of the device near the etch locations and anti rotation scallops. Gouges to the lock groove feature, near anti rotation scallops, and to the anti rotation scallops. Both devices show signs of impaction attempts to seat on the inner spherical surface. Product identifier for 16 cutouts was confirmed for both liners. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 00771.

Event description:
It was reported during initial total hip arthroplasty that multiple attempts were made to insert size h liner into a 64h shell. Care was taken to ensure that there were no physical blockage and as a result 2 liners were burned before we were able get one to work. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.